Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient was revised to a competitor system due to osteolysis. No other information provided.

Manufacturer narrative:
H3: the revision reported was likely the result of osteolysis. The potential contributions from patient-related issues, particle-induced osteolysis, and/or having been packaged in a non-conforming bag to the development of osteolysis surrounding the implants cannot be confirmed as the devices were not returned for evaluation and limited information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, f. The revision reported was likely the result of osteolysis. The potential contributions from patient-related issues, particle-induced osteolysis, and/or having been packaged in a non-conforming bag to the development of osteolysis surrounding the implants cannot be confirmed as the devices were not returned for evaluation and limited information was available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.